Event description:
The customer reported that during the surgical procedure the device flamed at the tip. No injury was sustained by the patient. The incident force fxc generator was checked at the site following the incident and no anomalies were found.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.